Manufacturer narrative:
This device was returned for service. Reliability engineering evaluated the device and identified no failures. Therefore, the reported condition was not confirmed. A functional assessment was performed and the device passed all specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was noted on the service order the small battery drive device overheated when in used. This event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.